Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s insulin pump was died and hence experienced high blood glucose of 17mmol/l. Customer declined troubleshoot for high blood glucose. Customer states that they already change battery and had reservoir tubing process on her screen. Insulin pump will not be return for analysis.